Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification, with accurate readings. Also, found that the cannula was bent. Unable to confirm that the customer received the sensor in said condition due to the product being open when it was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving calibration errors and change sensor alerts from the insulin pump. Customer also reported receiving a sensor glucose reading of 175 mg/dl and a blood glucose level of 90 mg/dl along with a threshold suspend alert. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.